Manufacturer narrative:
Product ID 4351-35, serial# unknown, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that troubleshooting included an x-ray of the abdomen on (B)(6) 2019, which showed the gastric stimulator device to be intact and in the correct location; an egd on (B)(6) 2019 which was normal; turning off the lead that was malfunctioning and adjusting the other lead with the help of a manufacturer representative on (B)(6) 2019 and technical help over the phone on (B)(6) 2019. It was noted that the cause at this point was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported the battery read as ok with 100% use and the following impedances were measured: c & 2 = 290 ohms, c & 3 = 5487 ohms, and 2 & 3 = 5521 ohms. It was noted that at the patient¿s last appointment on april 9, 2019, the previous hcp eliminated contact 3 from the programming due to the impedance value and the patient was not programmed on c & 2. An x-ray and scope were done at the last appointment to check the lead and it appeared to be fine. The patient still complained of nausea, so the hcp increased from 2.9 to 4.5. It was noted that the nausea was chronic. The hcp would continue to monitor the patient since increasing the amplitude. No further complications were reported/anticipated.